Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: poly swap performed. Chief complaint was instability, which was found to be in the setting of soft tissue injury. Dr. Replaced the liner and repaired the soft tissue, and the remaining components were left in situ. No complaints filed against the components themselves, and no further information available at this time. Left knee.